Event description:
Narrative from staff: doctor was using the olympus tup bipolar and the black plastic piece broke off into the bladder. Surgeon spent extra time on the case to remove piece. Narrative from operative report: as the surgeon was about to cauterize the bleeders, the plastic piece at the end of the visual obturator broke, leaving a fragment in the bladder. This was easily grasped and removed in its entirety with biopsy forceps.